Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump history showed that an occlusion alarm had occurred. There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed the pump data and found that multiple occlusion alarms had occurred and were cleared by the customer. The customer had also removed and loaded the cartridge. Although requested, no additional information was provided from the customer.